Event description:
It was reported that the pump's battery life had declined. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.